Event description:
The aortic valve was explanted due to an impeded leaflet. According to the info provided by the surgeon, prior to explant, the pt developed prosthetic valve dysfunction that progressed over several months and one leaflet had severely impaired leaflet motion. At explant, fibrous ingrowth was noted on the ventricular side of the prosthesis impinging one of the leaflets. It was also noted the mitral valve prosthesis "jutted" somewhat into the aortic outflow tract, possibly causing turbulence of the lvot beyond this into the area of the aortic prosthesis. The aortic annulus was widened with a prosthetic patch and a 23aj-501, was implanted at a slightly different angle and double CABG was also performed. The pt subsequently expired of causes unrelated to their cardiac surgery. The pt had a previous mitral valve replacement with a bioprosthesis that was explanted due to endocarditis and a mechanical valve was then implanted.